Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The reporter indicated that the pt had a high lead impedance on a system diagnostics test, indicating a possible lead malfunction. The pt reported that during the system diagnostics test, she felt painful stimulation at the generator site and in her left arm. The physician also reported that she has had a seizure increase, equal to pre-vns baseline, for about one week. Revision surgery is planned. A review of x-rays by the manufacturer noted no gross lead discontinuities. Good faith attempts will be made for product return upon explanation of the device.